Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient reported tenderness and pain at the stoma site after the procedure. The patient was treated with intravenous antibiotic, augmentin. The patient continues to have milky/clear exudate at the stoma site. They are currently taking unknown oral antibiotic; denies pain, tenderness, or redness to the stoma site. The device remains implanted.